Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested on an accu-chek inform ii meter with an unspecified serial number. The patient was in the hospital for biliary obstruction surgery. On (B)(6) 2016, the patient received the following combination injections: normal saline 250 + merit c (ascorbic acid) 10g 2 vial + b-complex 2mg 1 vial + thiamine 2mg 1 vial + thioctic acid 25mg 1 vial. On (B)(6) 2016, the patient was transferred to the endoscopy ward of the hospital. On (B)(6) 2016 at 1:30 a.m., the nurse tested the patient's blood glucose on the inform ii meter and the result was 194 mg/dl. The patient had hypoglycemic symptoms at the time of this result so the nurse double-checked with the laboratory. The result from the laboratory using a cobas 8000 modular analyzer series instrument was 23 mg/dl at 2:15 a.m. The patient was treated with an injection of dextrose and recovered. An additional laboratory result from the patient at 1:00 p.m. Was 139 mg/dl. At 1:02 p.m. 3 tests were performed on the inform ii meter and the results were 297 mg/dl, 268 mg/dl, and 264 mg/dl. No adverse event occurred. The patient is in "normal condition" and no other inaccurate results were identified for other patients in the same ward. The customer believes the erroneous results were due to the vitamin c injections the patient received 2 days prior to the event. The meter and test strips were requested for investigation; however, the customer has used up the remaining test strips. The customer declined to send back the meter because they think this was a patient specific issue due to the vitamin c injections and the meter performed well with other patients. The customer is concerned that the issue will occur again because vitamin c therapy will continue in general. The hospital staff has been trained on this limitation. An investigation was performed using a retention meter and retention test strips. All returned results were within the acceptable range. Based on the information available for investigation, the vitamin c injections the patient received 2 days prior to the event could explain the discrepant results. This specific limitation is addressed in product labeling.